Manufacturer narrative:
(B)(4).

Event description:
The customer alleged that a button on the infusion device was defective. No adverse event was reported. The alleged product was requested to be returned for product evaluation.